Event description:
It was reported that this right ventricular (rv) lead was suspected of having a fracture or insulation issue. The rv lead exhibited noise, over-sensed by the device, and a inappropriate shock was provided to the patient. It was noted that the rv pacing impedance and shock impedance were gradually increasing, but not out of range. Surgical intervention was performed to remove the lead, half of the lead was capped/abandoned, and the distal part of the half of the lead was removed. The distal part of the lead removed will be returned for analysis. A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported.